Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer also reported that the insulin pump was blacking out. The customer's blood glucose was 60 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with honey and soda. The customer stated that they were able to rewind the insulin pump. The customer stated that the display returned after troubleshooting. The customer reported that the screen had scratches and difficult to read. The customer mentioned that the screen would have a rainbow effect from time to time. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm or excessive no delivery alarm was noted during testing. The motor passed the motor test. The pump was monitored for several days and no blank display anomaly was noted. The pump had a cracked case at the display window corners, cracked battery tube threads, a severely scratched and cracked display window. No rainbow display or display anomaly was noted.